Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2016, the patient underwent treatment of a 51 mm abdominal aortic aneurysm and 33 mm left iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® iliac branch endoprostheses. Completion angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2020 a type ia endoleak was detected. On (B)(6) 2021 a reintervention occurred in which the patient was implanted with a non-gore aortic cuff (endurant) which was placed at the level of the left renal artery just above the bifurcation of the gore® excluder® aaa endoprosthesis. After ballooning there was no observed endoleak and it appeared to have been resolved. CT imaging on (B)(6) 2021 showed no type 1a endoleak, confirming the resolution. It also showed the presence of a type ii ma endoleak. The decision was made to follow up in one year. The event is still ongoing.

Manufacturer narrative:
B2: required intervention to prevent permanent impairment/damage. B3 / b4 / b5 / b6: on december 28th 2021 the additional information regarding the event was provided: on (B)(6) 2021 a reintervention occurred in which the patient was implanted with a non-gore aortic cuff (endurant) which was placed at the level of the left renal artery just above the bifurcation of the gore® excluder® aaa endoprosthesis. After ballooning there was no observed endoleak and it appeared to have been resolved. CT imaging on (B)(6) 2021 showed no type 1a endoleak, confirming the resolution. It also showed the presence of a type ii ma endoleak. The decision was made to follow up in one year. The event is still ongoing.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2016, the patient underwent treatment of a 51 mm abdominal aortic aneurysm and 33 mm left iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® iliac branch endoprostheses. Completion angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2017 the maximum aortic diameter was 51mm. On (B)(6) 2020 a type ia endoleak was detected. The maximum aortic diameter was 61mm. The event is ongoing.